Event description:
The patient reported there was a "short in the connector" according to the manufacturer rep. Follow-up from the md indicated it was unknown if the event was attributed to the device. Troubleshooting in the or and connector revision were performed in 2009.